Manufacturer narrative:
No patient demographics were provided. No actual printout data was provided but only verbal results. The repeats were performed on the same instrument but on a different cell. The patient treatment was changed on patient #1. The medication dosage was changed due to the high k result. However, customer didn't know what medication and what dosage was changed. Beckman coulter field service engineer (fse) indicated the main issue of the erratic k results was the lack of maintenance of the instrument. Fse indicated the instrument didn't have proper maintenance since oct 2017. Fse indicated the customer went through a significant management change that probably contributed to the lack of maintenance. Fse indicated the reagent and sample probes, reagent and sample syringes, and mix bars were all bad on the instrument. Fse replaced the above parts as well as the electrodes, roller tubing, and j tubing to bring the maintenance up to date. Fse also cleaned flow cell and ise (ion selective electrode) pot. Per au5800 IFU rev. A98352ac, page 6-28: daily maintenance included inspect the syringes for leaks and inspect, clean, and prime the sample probes, reagent probes, and mix bars. Evidence suggested the failure mode was use error for the lack of system maintenance. There was no evidence of a system malfunction.

Event description:
The customer reported the au5800 clinical chemistry system had erratic erroneous potassium (k) results. Customer reported 6 out of 50 k results were erroneous results and reported outside of the lab. Customer indicated one patient treatment was changed. The patient received a change in medication dosage due to the high k result. Customer indicated the potassium quality controls (qc) were within the lab established ranges.